Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus was not able to reproduce the customer's allegation. Therefore, a presumed root cause could not be identified. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the ultrasound bronchofibervideoscope had no image. The issue occurred during a therapeutic endobronchial ultrasound bronchoscopy procedure. The intended procedure was completed with another similar device. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.